Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil in my spine') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and habitual abortion ("had so many miscarriages") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (surgery scheduled in march). At the time of the report, the device breakage, pregnancy with contraceptive device and habitual abortion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered device breakage, habitual abortion and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, habitual abortion and pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of coil in my spine') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and habitual abortion ("had so many miscarriages") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (surgery scheduled in (B)(6)). At the time of the report, the device breakage, pregnancy with contraceptive device and habitual abortion outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered device breakage, habitual abortion and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, habitual abortion and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.